Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during insertion, they couldn't pass the guide wire through the catheter. It was stated that the catheter was flushed prior to use as per procedure and the guide wire was provided with the kit being used. A new catheter was inserted. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.